Event description:
The customer experienced an elevated blood glucose (BG) level. The customer¿s continuous glucose monitor read "High¿; however, a specific BG value was not provided. A correction bolus was delivered and an insulin injection was administered to address BG. The cause for the reported issue is unknown. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.